Event description:
This is another instance of leakage around the connection between the microbore tubing and the luer connector. This is approx the 4th such occurrence in recent memory. Users co has elected to stop using this product as a result.